Event description:
Epump enplus spike with flush bag 1000ml was inserted. During the day shift, the patient's nurse observed leaking at the purple valve where it meets the clear plastic line. It was changed three times and continue to leak at the site. Sample given to management to forward to internal quality department. Patient did not have any adverse effects because of this event.